Event description:
It was reported patient underwent a revision procedure two years post implantation due to allergy. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). B3, d6b, d10 - (B)(6) 2021. D10 - medical product: femoral component catalog # 00599601502 lot # 64020695. Articular surface catalog # 00596403212 lot # 64096640. All poly petella catalog # 00597206532 lot # 64129892. Stem extension catalog # 00598801212 lot # 64172952. Refobacin bone cement catalog # 3003940001 lot # a717ac0513. G2: france. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2023-00150. H3 other text : product location unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.